Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the rods were not returned no physical, material, chemical evaluation could be performed. It was reported that the surgeon was unable to implant the rods during the initial case due to the extended period of time it took to insert the screws. The length of the screw inserters attached to the handles caused the instrumentation to interfere with the c-arm. The surgeon had to place all of the screws by hand without a handle attached. Follow up with the surgeon revealed that this situation is not unique to k2m products and happens with all products that he uses due to his c-arm. The surgeon was satisfied with the correction achieved during the subject cases. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. Device not returned.

Event description:
It was reported to k2m, inc on (B)(6) 2015 that the surgeon was unable to implant the rods during the initial case due to the extended period of time it took to insert the screws. The length of the screw inserters attached to the handles caused the instrumentation to interfere with the c-arm. The surgeon had to place all of the screws by hand without a handle attached.